Event description:
It was reported that when flushing the PICC line, the staff noted leakage and heard a distinct pop sound. No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: "the complaint of a leak was confirmed and appears to be related to the use of the device. The product returned for evaluation was one 4 fr groshong nxt catheter. The damage observed in the returned sample was characteristic of over-pressurization (burst) damage. This can occur through the use of syringes smaller than 10ml, by flushing against an occlusion, or due to excessive force applied during infusion procedures. The returned product sample was evaluated and a split was observed at the extension leg near the white compression sleeve. This catheter damage was typical of a burst, and the characteristics observed which supported this type of failure included: 'c' shaped split tensile weakness at fracture site the wall thickness of the extension tubing was measured and found to be within specification. An occlusion was observed distal to the burst site, and this may have contributed to the failure. Forceful flushing against an occlusion can cause this type of failure. The product IFU states, "catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate." The IFU also states, "do not use a syringe smaller than 10 ml!" A lot history review (lhr) of rebz0304 showed one other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rebz0304 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that when flushing the PICC line, the staff noted leakage and heard a distinct pop sound. No other information was provided.